Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 299 mg/dl. Customer's blood glucose was 461 mg/dl at the time of call. Customer was having muscle aches and shortness of breath. The customer treated with the insulin pump. Customer completed troubleshooting and the insulin pump passed the high pressure test. The product was not returned for analysis.